Manufacturer narrative:
A review of the mfg records for the device(s) was not conducted as the device lot numbers were unavailable. According to the gore tag thoracic endoprosthesis instructions for use (IFU), appropriate procedural imaging is required to successfully position the gore tag thoracic endoprosthesis device in the neck and to assure appropriate apposition to the aortic wall. Care should be taken not to cover the origin of any major arterial branches in the vicinity of the treatment area. Additionally, IFU states that complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to: improper placement; migration, restenosis and reoperation. Additionally, the IFU states: the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following pt etiologies: traumatic aortic transections. Add'l info along with images of the event were requested, but not provided to gore.

Event description:
The articles in the journal of thoracic and cardiovascular surgery discussed pts who underwent endovascular repair for an acute traumatic rupture of the thoracic aorta between (B)(6) 1990 to (B)(6) 2011 and were treated with the first generation gore tag thoracic endoprosthesis. On (B)(6) 2011, the pt underwent endovascular repair for an acute traumatic aortic transection of the thoracic aorta, and was implanted with a gore tag thoracic endoprosthesis. On (B)(6) 2006, the pt underwent endovascular repair for an acute traumatic aortic transection of the thoracic aorta, and was implanted with a gore tag thoracic endoprosthesis. Apposition of one of the scalloped flares on the device resulted in partial coverage of the left common carotid artery (lcca) ostium. The lcca stenosis was nonsignificant, and a clinical and radiological f/u was performed associated with antiplatelet medication. The pt tolerated the procedure. On (B)(6) 2008, f/u duplex determined significant stenosis of the lcca. A re-intervention was performed and flow was re-established into the lcca by transcarotid insertion of a cordis balloon-expandable stent. The pt tolerated the procedure.